Event description:
It was reported that the boston scientific representative wanted a review of a pacemaker mediated tachycardia (pmt) episode for this pacemaker. Technical services (ts) reviewed the event and noted that there was a right ventricular automatic threshold (rvat) episode the day before the pacemaker mediated tachycardia episode. It was noted that the right ventricular automatic threshold episode was a post-test of the feature. Additionally, upon further review of the pacemaker mediated tachycardia episode, potential loss of capture was found on the ventricular channel. The pacemaker mediated tachycardia episode was resolved with the pacemaker mediated tachycardia termination algorithm. Technical services noted that the device was functioning as expected. The device remains in use. No adverse patient effects were reported.